Event description:
The pt had previously been supported at another hospital with a bivad. The ve lvad was implanted and the pt came off of bypass on an rvad and the ve lvad. The ve lvad had flows of 3.2lpm and the rvad had flows of 4 to 4.5lpm. The hosp tried increasing the pump rate and changing the ve system controller; however, the hosp was unable to increase the flows from the ve lvad beyond 3.2lpm. The pt reportedly was not doing well pre-op and also was not doing well intra-operatively. A decision was made not to go back on bypass and implant another ve lvad. The pt did not recover and died the same day, 03/13/2000.